Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 1 month. The report of yellow wrench alarms was confirmed through the analysis of the data log file retrieved from the system controller. The log file contained more than 8 days of data (dated (B)(6) 2017, per the timestamp). However, the exact length of the log file could not be conclusively determined due to the system controller clock being reset during the latter portion of the event history. The log file events suggested that at 12:29pm on (B)(6) 2017 the system controller was connected to fully charged batteries. The lvad system operated on battery support until both batteries were captured as disconnected at approximately 1:36am on (B)(6) 2017. The lvad system was then supported by the internal emergency backup battery (ebb) until it appeared to have become fully depleted. Once the ebb was fully depleted, the system controller would have no longer supported the pump. When the system controller was reconnected to a charged battery with the white power cable the pump speed was captured as 0 rpm, and the ebb was briefly captured as uninstalled. Soon after, the controller resumed pump support but continued to alarm with a clock not set/yellow wrench alarm due to the controller's clock being reset. The length of time the pump remained without support could not be conclusively determined during the investigation. Although the root cause of the events captured in the log file could not be conclusively determined, they appear to be a result of failure to exchange power sources when both batteries became depleted. Additionally, the log file captured the controller being supported by batteries throughout the entire length of the log, including during night hours when the patient was likely to be asleep. Labeling indicates that the power module should be used for power while the user is indoors relaxing and always when sleeping (or when sleep is likely). A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s system controller produced a yellow wrench alarm for three days. The patient continued to silence the alarm each time, and did not note the message that was displayed on the system controller¿s lcd screen. The patient was asymptomatic. The patient performed a system controller exchange, and then contacted the clinicians at the implanting center. When the patient arrived at the clinic, the system controller that was currently connected to the system was operating as expected, and the pump numbers were appropriate. The initial system controller that was exchanged was connected to the power module in the clinic; however, the history was unable to be viewed. The system controller¿s backup battery had a manufacture date of 02/25/2015, and the lvad clinicians reported that it was assumed that the battery had not yet expired. Upon review of the system controller log file by the manufacturer, it was found that the root cause of the reported yellow wrench alarms was due to external battery depletion on (B)(6) 2017. The system controller then operated on the internal backup battery until it was fully depleted. The length of time the system controller remained without support could not be conclusively determined. Additionally, one of the last events captured in the log file, prior to the controller being disconnected, captured a speed drop to 6560 rpm, below the low speed limit of 8800 rpm. The patient was asymptomatic. No additional information was provided.